Event description:
Account alleged that the hi/low was drifting down.

Manufacturer narrative:
Account stated, they believe this bed was refurbished by another company and they may contact the other company to see if the bed is under warranty. He stated, it may be some time before a decision is made on how to repair this bed. He will call back, if needed, at such a time, a decision is made concerning this bed. Repair unk, hill-rom attempted to contact the account for resolution and was unsuccessful. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.